Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional supera device referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a moderately calcified right distal superficial femoral artery (sfa) and the right popliteal artery. An unspecified supera self-expanding stent was implanted in the right popliteal artery. A 5.0 x 100 mm supera stent was then advanced to the distal sfa; however, it could not advance through the introducer sheath. Therefore, another introducer sheath was used; however, the supera device became stuck inside it. During removal of the 5.0 x 100 mm supera stent system, the first unspecified supera stent was inadvertently explanted. Additionally, the lock of the 5.0 x 100 mm supera stent system was not locked during removal. Angiography was then performed and two unspecified supera stents were implanted using a 6 fr sheath to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The other additional unknown supera referenced is being filed under a separate medwatch report number. Evaluation summary: a visual inspection was performed. The reported difficulties were unable to be confirmed due to the returned condition of the device. A review of the electronic lot history record (elhr) and similar incident query for this product were not performed since the lot number was not reported. It should be noted that the supera peripheral stent system instructions for use states: following confirmed implantation of the supera stent, retract the thumb slide in a single motion to the starting position on the handle and rotate the system lock and deployment lock into the locked position, in line with the thumb slide. In this case, the violations of the instruction for use do not appear to have contributed to the reported difficulty to position or removed the sess from the introducer sheath. The investigation was unable to determine a conclusive cause for the reported difficulties to position and remove as the device was not returned. Although a definite cause for the reported difficulties to position and remove could not be identified, the two noted tip detachments and explanted stent appear to be related to circumstances of the procedure. Based on the reported information, during retraction, the sess was not locked properly leaving the tip out causing it to get stuck with the previously implanted stent resulting in the tip separation and explanted stent. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.